Event description:
It was reported that during a balloon angioplasty procedure, a balloon rupture occurred. During inflation of the 8.0x40mm 75cm mustang balloon the balloon ruptured circumferentially. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a balloon angioplasty procedure, a balloon rupture occurred. During inflation of the 8.0 x 40 mm, 75 cm mustang balloon the balloon ruptured circumferentially. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer - examination of the returned device noted that the balloon material was torn circumferentially at approximately 33mm distal to the proximal transition zone. The distal portion of the circumferentially torn balloon is attached to the distal tip but turned inside out over it. A visual and tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).